Event description:
The customer reported to olympus, the evis lusera colonovideoscope had reduced angulation. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: there is a foreign object in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. During the evaluation a foreign object was found in the nozzle due to insufficient cleaning. Additional evaluation findings were as follows: due to wear of angle wire, bending angle in up direction does not meet the standard value, due to a pinhole on j-tube, water tightness is lost, the connecting tube, the plastic distal end cover, the light guide, the zoom lever, the light guide cover glass, the protector of universal cord on scope-connector side, the scope connector cover unit, lock engagement lever, the free/engage knob, the up/down knob, the right/left knob, the flexibility adjustment ring, the switch box, the suction cover, the scope connector, the universal cord, the grip, the control unit all have a scratch, damage or deformation due to physical stress (caused by handling), the electrical connector has discoloration, the adhesive on the bending section cover has a crack, the angle wires are stretched, the connecting tube has a wrinkle, due to adhesive peeling around objective lens, streak of flare appears in the image. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the foreign material remaining in the subject device was unable to be specified. It was confirmed that reprocessing was practiced in accordance with IFU. Therefore, a definitive root cause cannot be identified. ¿the operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system¿ as below. [Inspection of the endoscope] 9.inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] -inspection of the water feeding function. 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.¿ olympus will continue to monitor the field performance of this device.